Manufacturer narrative:
Analysis of the returned door winch assembly could not confirm any damage or failure as it passed bench testing. The winch motor powered on, rotated forward and backwards, no chipping or abnormal wear found on gear set. Winch assembly passed visual inspection and functioned as normal. No problem found.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that there was a broken winch cable guide and winch. The sheared screws were replaced, the winch cable guide was reinstalled, and the winch assembly was replaced. The issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, when taking the imaging system for the initial 3d spin, a loud popping noise was heard and the gantry stopped rotating mid-spin. The gantry would not rotate and the door would not open. When attempting to manually open the door, another popping sound was heard and the door would not open. The covers were removed and the door cable was observed to be loose. The imaging and navigation was aborted for the case and the system was moved to the end of the bed to continue. There was a reported delay of 30 minutes due to this issue and no impact on patient outcome.